Event description:
The facility reported that a pump was "beeping" and the batteries were found to be "low." Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, there was no patient injury or medical intervention. No additional contact information was provided.